Event description:
Consultant reported that ti occipital plate/rod broke post operatively and was removed. Rod was implanted posterior cervical between occiput and c1. Consultant had no additional info at time of report.

Manufacturer narrative:
H3, h6: no conclusions can be drawn as the product was not returned for investigation.